Event description:
Device issue: detachment of device component guide wire core. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesions were in the left anterior descending (lad) artery mid and the distal circumflex, which were not calcified and were eccentric lesions. Both lesions had restenosis, but not in-stent restenosis. The bmw guide wire was used for both lesions. First, the lad was being treated, the guide wire was advanced and an intravascular ultra sound (ivus) was done. A xience v 3.0 x 18 mm stent was deployed and post-dilatation was done with a non-abbott balloon catheter. Ivus was performed again and the xience v stent was found to be expanded well and the procedure in the lad was completed. The same bmw guide wire was used in the cx lesion and it was placed in the lcx, and ivus was performed. Pre-dilatation was done with a non-abbott balloon catheter, and then a xience v 2.5 x 18 mm stent was deployed in the lcx lesion. Again, ivus was performed to check the xience v stent and it was found to be well expanded. As the ivus catheter was removed from the guide wire, there was strong resistance between the ivus catheter and the bmw guide wire. The bmw guide wire came out from the lcx and was removed with the ivus catheter as a single unit. After removing the ivus catheter and the bmw guide wire, it was noted that the bmw guide wire was coiled up and separated. It is unknown when the bmw guide wire actually separated (inside body or outside body). The physician commented that the separated fragment of the bmw guide wire looked like it got tangled in the ivus catheter the first time he saw them outside the body. The procedure was completed. The separated fragment of the bmw guide wire did not remain inside the body. There was no patient effects.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire (gw) was returned with no blood visible and contrast on the coils, consistent with preparation. The gw was separated at the distal end of the hypotube, confirming the reported separation. The polymer coated section of the core was in a corkscrew shape distal to the separation. The intravascular ultra sound (ivus) catheter was returned. There was no damage noted to the ivus catheter. The distal end of the gw, including the hypotube, could not be measured due to the corkscrew in the polymer coating. The proximal end of the gw, up to the hypotube, passed through hole gauge, which met manufacturing criteria. The tip was tugged on to confirm the core and shaping ribbon were intact. Resistance between devices, can be affected by numerous factors including, but not limited to, patient anatomy, lesion morphology, the condition of the catheter being used, and/or condition of the wire coating. A review of the lot history record was performed and indicates that this lot met all the manufacturing release requirements. There were no non-conforming material records associated with this lot number. Tortuous vessels could lead to torquing and manipulation of the gw to reach the lesion and/or cause the shape of the gw or catheter to become angled and make it more difficult to retract the catheter over the wire. The gw was returned in a corkscrew shape, indicating it had been repeatedly torqued while the gw met resistance distal to the damage. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Although the reported resistance could not be verified due to the gw corkscrew shape, most likely this corkscrew in the gw contributed to the difficulty to remove the ivus from the gw. Scanning electron microscopy suggested the core may have been subjected to ductile overload, which may have caused the core to fail and detach. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within another device in order to create the required forces to cause a separation. An attempt to remove the ivus catheter over the gw after the gw had been manipulated to cross the lesion, and was in a corkscrew shape and likely created resistance between devices, which could have led to the reported separation. The instructions for use (IFU) states, "always advance or withdraw this product slowly. Never push, auger, withdraw or torque a product that meets resistance. Do not apply force if resistance occurs between this product and the interventional device used with this gw during procedure. Failure to do so may result in; vessel trauma, damage or tip separation of this product, and also damage of the device used with this product." A bend was found in the shaping ribbon proximal to the tipball. It does not appear to have caused or contributed to the reported resistance. There was corrosion on the tipball and center solder which appears to be due to transportation back to abbott vascular, and does not appear to have contributed to the reported difficulty. Based on the case description and analysis, it appears that the reported separation, corkscrew of the gw and noted bend are related to circumstances during the procedure. All guide wire tips are 100% inspected after polymer coating and being loaded onto the dispenser, and 100% outer diameter inspected of all devices prior to packaging.